Event description:
Caller alleged discrepant inratio2 results. Time between tests: 1 minute between each comparative test. Therapeutic range: 2.5-3.5. Patient self tester mentioned unexplained bruising on her belly. Due to the lab results, the patient's doctor has taken her off of coumadin and instead been giving vitamin k. Patient reports accidentally taking ibuprofen instead of motrin.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, a review of retain testing was performed. Retain strip testing results met both accuracy and repeatability criteria. No product deficiencies were observed. Root cause could not be determined from the information provided by the customer. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. Based on the information available, there is no indication of a product deficiency. Corrective action is not required at this time.